Event description:
It was reported that a non-abbott stent was implanted in the mid right coronary artery (rca) with good results. The dragonfly opstar imaging catheter was attempted to be used without success and an error code occurred. The error stated error code ¿ 1708. The imaging catheter connection calibration failed. Not enough sweep data present. The device was removed and recalibrated and re-advanced but the error occurred again. The black sheath disconnected from the main body of the catheter. The device was removed and a non-abbott intravascular ultrasound (ivus) was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed report it was stated that there was no resistance during advancement or removal. The proximal portion was simply withdrawn. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported communication problem and material separation could not be determined. In this case, it is possible the use or handling techniques employed caused excess angulation to the strain relief which caused the reported material separation of the black sheath from the inner shell of the catheter and resulted in the reported communication problem; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.